Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside a carrier tube (hoop) within an emerge shelf box that matched the information on the device. Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified proximal end of left circumflex artery. A 1.20mm x 8mm emerge balloon catheter was advanced and the balloon was inflated four times: on first inflation at 6 atmospheres, on second inflation at 10 atmospheres, on third inflation at 18 atmospheres but it ruptured on the fourth inflation at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified proximal end of left circumflex artery. A 1.20mm x 8mm emerge balloon catheter was advanced and the balloon was inflated four times: on first inflation at 6 atmospheres, on second inflation at 10 atmospheres, on third inflation at 18 atmospheres but it ruptured on the fourth inflation at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).